Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. Since the device was not returned, the exact cause is unknown. Omsc surmised that the forceps elevator wire was possibly broken due to fatigue by repeated manipulating. The instruction manual of the device states the corresponding method in case of an abnormality.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the forceps elevator wire of the device was frayed and wire was cut. Other detailed information was not provided. There was no report of patient injury associated with the event.